Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd the following information was provided by the initial reporter: rn went to start the patient IV for treatment. Rn inserted the angiocath and when she went to withdraw the needle from the angiocath. Patient complained of pain and when nurse pulled the IV she found that the needle had gone through the plastic sheath, angiocath was a 24 gauge x 0.75 in bd nexiva. Lot number was 4215289. This is the second incidence of this, this week by 2 different rn's.